Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, a21 alarm, self test and displacement test or verify a21 alarm due to no button response. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Troubleshooting was performed. Customer stated insulin pump did not alert after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.